Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when the cartridge was loaded into the handle, after the closing process of the opening and closing test, the handle stopped working with "close the jaws" shown on the display screen and the of the reload would not close. There was no response even though the person in charge at the site tried the contact status between the cartridge and the adapter and the handle operation to close the jaws. Force reset was possible by using the power approach; by press the green button both sides for 10 seconds or more. The issue was resolved by using a manual handle and a new cartridge. There was no patient involvement. After the operation, the user tried to reset the handle and it worked.